Manufacturer narrative:
The serial number of the cobas integra 400 plus is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas integra creatinine plus ver.2 assay on a cobas integra 400 plus. The customer noted they also received an ise sensor alarm and multiple no fluid detected/clot detected alarms for a probe. The sample initially resulted in a creatinine value of 7.14 mg/dl and this value was questioned. The sample was repeated, resulting in a value of 1.04 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The last calibration performed on 30-jun-2023 was ok and there were no alarms. The level 1 control was outside of range and the level 3 control recovered within range. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. The field service engineer found a failed probe. The probe was replaced. Controls and precision studies were performed. The investigation determined the service actions resolved the issue.